Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he had a prime rewind anomaly on the insulin pump. Customer started to receive a compromised force sensor system alarm when he was trying to change out his pump. Customer stated that the pump was not dropped or bumped prior to the alarm occurring. Customer stated that the drive support cap was flush. Customer stated that his blood glucose may have been in the 200's mg/dl, possibly 251 mg/dl. Customer would like to wait to return the pump as he just moved and does not have a health care professional yet. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.